Manufacturer narrative:
E1: initial reporter phone: (B)(6). B5: describe event or problem: updated. Investigation details: device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of failure to separate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that coil failed to deploy requiring intervention. The target lesion was located vessel in the digestive tract. A 2d 20mm x 50cm pe f-idc was selected for use. During the procedure, it was noted that the coil could not be deployed. The device was removed with the assistance of a snare, and no device fragments were found in the blood vessel. There were no patient complications as a result of this event. It was further confirmed that there were no observations of premature deployment, coil break or malposition of the coil.

Event description:
It was reported that coil failed to deploy requiring intervention. The target lesion was located vessel in the digestive tract. A 2d 20mm x 50cm pe f-idc was selected for use. During the procedure, it was noted that the coil could not be deployed. The device was removed with the assistance of a snare, and no device fragments were found in the blood vessel. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).